Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a large volume infusor. The device was filled with an unspecified amount of fluorouracil. The expected infusion time was 46 hours; however, when the device was disconnected approximately ¿the balloon still appeared to have a small bulge¿. The event occurred after patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.